Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with a history of adenocarcinoma and prostatectomy which lead to erectile dysfunction experienced inflation issues with an inflatable penile prosthesis (ipp). A nuclear magnetic resonance was performed on (B)(6) 2020 in which the reservoir was found to be empty. A surgical procedure was scheduled to replace the device. It was indicated that the patient wished to change the ipp for a semi-rigid prosthesis. There were no patient complications related to the event.